Event description:
Discordant multiple assay results were obtained on multiple patients samples. The samples were repeated and the correct results were reported. Patient treatment was prescribed for two patients. There were no reports of adverse health consequences as a result of the discordant results.

Event description:
Discordant multiple assay results were obtained on multiple patient's samples. The samples were repeated and the correct results were reported. Patient treatment was prescribed for two patients. There were no reports of adverse health consequences as a result of the discordant results.

Event description:
Discordant multiple assay results were obtained on multiple patient's samples. The samples were repeated and the correct results were reported. Patient treatment was prescribed for two patients. There were no reports of adverse health consequences as a result of the discordant results.

Event description:
Discordant multiple assay results were obtained on multiple patient's samples. The samples were repeated and the correct results were reported. Patient treatment was prescribed for two patients. There were no reports of adverse health consequences as a result of the discordant results.

Event description:
Discordant multiple assay results were obtained on multiple patient's samples. The samples were repeated and the correct results were reported. Patient treatment was prescribed for two patients. There were no reports of adverse health consequences as a result of the discordant results.

Event description:
Discordant multiple assay results were obtained on multiple patient's samples. The samples were repeated and the correct results were reported. Patient treatment was prescribed for two patients. There were no reports of adverse health consequences as a result of the discordant results.

Event description:
Discordant multiple assay results were obtained on multiple patient's samples. The samples were repeated and the correct results were reported. Patient treatment was prescribed for two patients. There were no reports of adverse health consequences as a result of the discordant results.

Event description:
Discordant multiple assay results were obtained on multiple patient's samples. The samples were repeated and the correct results were reported. Patient treatment was prescribed for two patients. There were no reports of adverse health consequences as a result of the discordant results.

Event description:
Discordant multiple assay results were obtained on multiple patient's samples. The samples were repeated and the correct results were reported. Patient treatment was prescribed for two patients. There were no reports of adverse health consequences as a result of the discordant results.

Event description:
Discordant multiple assay results were obtained on multiple patient's samples. The samples were repeated and the correct results were reported. Patient treatment was prescribed for two patients. There were no reports of adverse health consequences as a result of the discordant results.

Event description:
Discordant multiple assay results were obtained on multiple patient's samples. The samples were repeated and the correct results were reported. Patient treatment was prescribed for two patients. There were no reports of adverse health consequences as a result of the discordant results.

Event description:
Discordant multiple assay results were obtained on multiple patient's samples. The samples were repeated and the correct results were reported. Patient treatment was prescribed for two patients. There were no reports of adverse health consequences as a result of the discordant results.

Event description:
Discordant multiple assay results were obtained on multiple patient's samples. The samples were repeated and the correct results were reported. Patient treatment was prescribed for two patients. There were no reports of adverse health consequences as a result of the discordant results.

Event description:
Discordant multiple assay results were obtained on multiple patient's samples. The samples were repeated and the correct results were reported. Patient treatment was prescribed for two patients. There were no reports of adverse health consequences as a result of the discordant results.

Event description:
Discordant multiple assay results were obtained on multiple patient's samples. The samples were repeated and the correct results were reported. Patient treatment was prescribed for two patients. There were no reports of adverse health consequences as a result of the discordant results.

Event description:
Discordant multiple assay results were obtained on multiple patient's samples. The samples were repeated and the correct results were reported. Patient treatment was prescribed for two patients. There were no reports of adverse health consequences as a result of the discordant results.

Event description:
Discordant multiple assay results were obtained on multiple patient's samples. The samples were repeated and the correct results were reported. Patient treatment was prescribed for two patients. There were no reports of adverse health consequences as a result of the discordant results.

Event description:
Discordant multiple assay results were obtained on multiple patient's samples. The samples were repeated and the correct results were reported. Patient treatment was prescribed for two patients. There were no reports of adverse health consequences as a result of the discordant results.

Event description:
Discordant multiple assay results were obtained on multiple patient's samples. The samples were repeated and the correct results were reported. Patient treatment was prescribed for two patients. There were no reports of adverse health consequences as a result of the discordant results.

Event description:
Discordant multiple assay results were obtained on multiple patient's samples. The samples were repeated and the correct results were reported. Patient treatment was prescribed for two patients. There were no reports of adverse health consequences as a result of the discordant results.

Event description:
Discordant multiple assay results were obtained on multiple patient's samples. The samples were repeated and the correct results were reported. Patient treatment was prescribed for two patients. There were no reports of adverse health consequences as a result of the discordant results.

Event description:
Discordant multiple assay results were obtained on multiple patient's samples. The samples were repeated and the correct results were reported. Patient treatment was prescribed for two patients. There were no reports of adverse health consequences as a result of the discordant results.

Event description:
Discordant multiple assay results were obtained on multiple patient's samples. The samples were repeated and the correct results were reported. Patient treatment was prescribed for two patients. There were no reports of adverse health consequences as a result of the discordant results.

Event description:
Discordant multiple assay results were obtained on multiple patient's samples. The samples were repeated and the correct results were reported. Patient treatment was prescribed for two patients. There were no reports of adverse health consequences as a result of the discordant results.

Event description:
Discordant multiple assay results were obtained on multiple patient's samples. The samples were repeated and the correct results were reported. Patient treatment was prescribed for two patients. There were no reports of adverse health consequences as a result of the discordant results.

Event description:
Discordant multiple assay results were obtained on multiple patient's samples. The samples were repeated and the correct results were reported. Patient treatment was prescribed for two patients. There were no reports of adverse health consequences as a result of the discordant results.

Event description:
Discordant multiple assay results were obtained on multiple patient's samples. The samples were repeated and the correct results were reported. Patient treatment was prescribed for two patients. There were no reports of adverse health consequences as a result of the discordant results.

Event description:
Discordant multiple assay results were obtained on multiple patient's samples. The samples were repeated and the correct results were reported. Patient treatment was prescribed for two patients. There were no reports of adverse health consequences as a result of the discordant results.

Event description:
Discordant multiple assay results were obtained on multiple patient's samples. The samples were repeated and the correct results were reported. Patient treatment was prescribed for two patients. There were no reports of adverse health consequences as a result of the discordant results.

Event description:
Discordant multiple assay results were obtained on multiple patient's samples. The samples were repeated and the correct results were reported. Patient treatment was prescribed for two patients. There were no reports of adverse health consequences as a result of the discordant results.

Event description:
Discordant multiple assay results were obtained on multiple patient's samples. The samples were repeated and the correct results were reported. Patient treatment was prescribed for two patients. There were no reports of adverse health consequences as a result of the discordant results.

Event description:
Discordant multiple assay results were obtained on multiple patient's samples. The samples were repeated and the correct results were reported. Patient treatment was prescribed for two patients. There were no reports of adverse health consequences as a result of the discordant results.

Event description:
Discordant multiple assay results were obtained on multiple patient's samples. The samples were repeated and the correct results were reported. Patient treatment was prescribed for two patients. There were no reports of adverse health consequences as a result of the discordant results.

Event description:
Discordant multiple assay results were obtained on multiple patient's samples. The samples were repeated and the correct results were reported. Patient treatment was prescribed for two patients. There were no reports of adverse health consequences as a result of the discordant results.

Event description:
Discordant multiple assay results were obtained on multiple patient's samples. The samples were repeated and the correct results were reported. Patient treatment was prescribed for two patients. There were no reports of adverse health consequences as a result of the discordant results.

Event description:
Discordant multiple assay results were obtained on multiple patient's samples. The samples were repeated and the correct results were reported. Patient treatment was prescribed for two patients. There were no reports of adverse health consequences as a result of the discordant results.

Event description:
Discordant multiple assay results were obtained on multiple patient's samples. The samples were repeated and the correct results were reported. Patient treatment was prescribed for two patients. There were no reports of adverse health consequences as a result of the discordant results.

Event description:
Discordant multiple assay results were obtained on multiple patient's samples. The samples were repeated and the correct results were reported. Patient treatment was prescribed for two patients. There were no reports of adverse health consequences as a result of the discordant results.

Event description:
Discordant multiple assay results were obtained on multiple patient's samples. The samples were repeated and the correct results were reported. Patient treatment was prescribed for two patients. There were no reports of adverse health consequences as a result of the discordant results.

Event description:
Discordant multiple assay results were obtained on multiple patient's samples. The samples were repeated and the correct results were reported. Patient treatment was prescribed for two patients. There were no reports of adverse health consequences as a result of the discordant results.

Event description:
Discordant multiple assay results were obtained on multiple patient's samples. The samples were repeated and the correct results were reported. Patient treatment was prescribed for two patients. There were no reports of adverse health consequences as a result of the discordant results.

Event description:
Discordant multiple assay results were obtained on multiple patient's samples. The samples were repeated and the correct results were reported. Patient treatment was prescribed for two patients. There were no reports of adverse health consequences as a result of the discordant results.

Event description:
Discordant multiple assay results were obtained on multiple patient's samples. The samples were repeated and the correct results were reported. Patient treatment was prescribed for two patients. There were no reports of adverse health consequences as a result of the discordant results.

Event description:
Discordant multiple assay results were obtained on multiple patient's samples. The samples were repeated and the correct results were reported. Patient treatment was prescribed for two patients. There were no reports of adverse health consequences as a result of the discordant results.

Event description:
Discordant multiple assay results were obtained on multiple patient's samples. The samples were repeated and the correct results were reported. Patient treatment was prescribed for two patients. There were no reports of adverse health consequences as a result of the discordant results.

Manufacturer narrative:
User error: a siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant results were due to the operator running the instrument without the required water supply. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
User error: a siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant results were due to the operator running the instrument without the required water supply. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
User error: a siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant results were due to the operator running the instrument without the required water supply. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
User error: a siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant results were due to the operator running the instrument without the required water supply. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
User error: a siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant results were due to the operator running the instrument without the required water supply. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
User error: a siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant results were due to the operator running the instrument without the required water supply. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
User error: a siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant results were due to the operator running the instrument without the required water supply. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
User error: a siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant results were due to the operator running the instrument without the required water supply. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
User error: a siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant results were due to the operator running the instrument without the required water supply. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
User error: a siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant results were due to the operator running the instrument without the required water supply. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
User error: a siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant results were due to the operator running the instrument without the required water supply. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
User error: a siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant results were due to the operator running the instrument without the required water supply. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
User error: a siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant results were due to the operator running the instrument without the required water supply. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
User error: a siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant results were due to the operator running the instrument without the required water supply. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
User error: a siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant results were due to the operator running the instrument without the required water supply. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
User error: a siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant results were due to the operator running the instrument without the required water supply. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
User error: a siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant results were due to the operator running the instrument without the required water supply. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
User error: a siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant results were due to the operator running the instrument without the required water supply. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
User error: a siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant results were due to the operator running the instrument without the required water supply. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
User error: a siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant results were due to the operator running the instrument without the required water supply. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
User error: a siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant results were due to the operator running the instrument without the required water supply. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
User error: a siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant results were due to the operator running the instrument without the required water supply. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
User error: a siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant results were due to the operator running the instrument without the required water supply. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
User error: a siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant results were due to the operator running the instrument without the required water supply. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
User error: a siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant results were due to the operator running the instrument without the required water supply. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
User error: a siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant results were due to the operator running the instrument without the required water supply. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
User error: a siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant results were due to the operator running the instrument without the required water supply. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
User error: a siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant results were due to the operator running the instrument without the required water supply. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
User error: a siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant results were due to the operator running the instrument without the required water supply. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
User error: a siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant results were due to the operator running the instrument without the required water supply. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
User error: a siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant results were due to the operator running the instrument without the required water supply. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
User error: a siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant results were due to the operator running the instrument without the required water supply. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
User error: a siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant results were due to the operator running the instrument without the required water supply. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
User error: a siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant results were due to the operator running the instrument without the required water supply. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
User error: a siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant results were due to the operator running the instrument without the required water supply. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
User error: a siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant results were due to the operator running the instrument without the required water supply. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
User error: a siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant results were due to the operator running the instrument without the required water supply. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
User error: a siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant results were due to the operator running the instrument without the required water supply. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
User error: a siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant results were due to the operator running the instrument without the required water supply. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
User error: a siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant results were due to the operator running the instrument without the required water supply. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
User error: a siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant results were due to the operator running the instrument without the required water supply. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
User error: a siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant results were due to the operator running the instrument without the required water supply. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
User error: a siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant results were due to the operator running the instrument without the required water supply. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
User error: a siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant results were due to the operator running the instrument without the required water supply. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
User error: a siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant results were due to the operator running the instrument without the required water supply. The instrument is performing within specifications. No further evaluation of the device is required.